Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This also serves as a correction report. Model number was incorrectly documented in the initial report. The correct model number has been updated.

Event description:
Customer reported the adc freestyle libre reader was exposed to moisture and was not powering on with button press or test strip and therefore she was unable to test. Customer further reported she had contact with healthcare provider and an unspecified high reading was obtained on an unspecified meter. Customer received unspecified treatment from her hcp. No further information was provided as the call was disconnected by the customer during troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader was exposed to moisture and was not powering on with button press or test strip and therefore she was unable to test. Customer further reported she had contact with healthcare provider and an unspecified high reading was obtained on an unspecified meter. Customer received unspecified treatment from her hcp. No further information was provided as the call was disconnected by the customer during troubleshooting. There was no report of death or permanent impairment associated with this event.